Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer noticed that there was leakage inside the cartridge compartment. Customer is alleging that the leak came from the cartridge. No adverse event alleged. A request was made for the return of the device.